Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. No alarms or pump conditions that indicate a malfunction were recorded in the black box or pump history. During the investigation on ezbg calculation was completed using the patient's bolus settings; the calculated bolus amount was accurate. No insulin delivery or calculation defects were found.

Event description:
The patient reported that she experienced low blood glucose levels for two to three weeks. She said that her blood glucose was 32 mg/dl, she was unable to move, a family member provided oral carbohydrates, and her blood glucose resolved to 200 mg/dl with no further issues until the next day. The patient reported blood glucose 105 mg/dl to 200 mg/dl with hypoglycemia symptoms of shakiness, sweatiness, and nervousness before and after routine dialysis treatment. The patient revealed that she fell about two weeks ago; the pump surface appeared scratched but no other damage was apparent. She reviewed the pump with customer support and no defects or malfunctions were discovered. The patient confirmed that all settings are accurately programmed and all basal/bolus deliveries recorded in the pump history are correct. She alleged that the pump is not calculating boluses or delivering insulin accurately after the incident. The patient stated that the manual calculation that she has used for 10 years does not match the ezbg calculation in the pump. In addition, her blood glucose target is set at 125 mg/dl but the patient stated that she has symptoms of hypoglycemia when her blood glucose drops below 140 mg/dl. Customer support concluded that there were no issues with the pump calculations or delivery; the patient was advised review the pump settings and bolus calculation methods with her health care provider. This complaint is being reported as an adverse event due to user error in determining correct bolus amount.